Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During inspection and routine maintenance, it was found that it separated at the weld and did not pass the "tug test". There was no patient involvement. Additional information was not provided.

Manufacturer narrative:
Manufacturer evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual examination revealed that the device showed previous repair work. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident was not able to determined due to the condition of the returned device. Therefore, the investigation was not able to confirm a device or production problem that would have resulted in the reported event.

Manufacturer narrative:
Supplier: (B)(4). As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by a supplier, micro-stamping, and a corrective action (scar) was performed. The supplier evaluated multiple batch #. Micro-stamping re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.